Manufacturer narrative:
B4:03jun2021. The field service engineer (fse) was unable to evaluate and confirm the reported issue. The customer refused service and repair. The customer has refused service and repair. As the device was not available for evaluation, the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. A supplemental report is submitted if new information is received.

Event description:
The customer called into technical support (ts) reporting that the device is alarming. The customer reported there was no patient involvement at the time the issue was discovered.